Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump sleep/wake button intermittently did not respond, causing delayed device access; the issue was observed without a third-party case and without screen contact while attempting activation, and blood glucose was not impacted. Symptoms included no clinical adverse effects. Outcomes included no alarms, no need for medical intervention, and no hospitalization. Investigation included guided troubleshooting, functional checks of the sleep/wake button with vibration feedback, and review of a user-provided video. Investigation of this case revealed normal button function during guided testing and subsequent resolution after the user updated the associated app, consistent with software-related intermittency rather than a hardware component failure. It was concluded, based on previously established findings for similar reports, that the cause was a software performance issue resolved by update.